Manufacturer narrative:
Event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic cholecystectomy. Fellow, [name] deployed the retrieval bag fully and the bag dislodged from the wiring. This fellow uses this product regularly for laparoscopic appendicectomies/cholecystectomies. The basket was retrieved using laparoscopic graspers as fellow struggled to remove the bag from the patient normally. There were no adverse effects to the patient. Patient status: patient is fine, and completely unaffected. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag. Engineering observed that the cord loop was broken and frayed at the location of the break. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: laparoscopic cholecystectomy. Fellow, [name] deployed the retrieval bag fully and the bag dislodged from the wiring. This fellow uses this product regularly for laparoscopic appendicectomy's/cholecystectomy's. The basket was retrieved using laparoscopic graspers as fellow struggled to remove the bag from the patient normally. There were no adverse effects to the patient. Patient status: patient is fine, and completely unaffected. Type of intervention: ni.